Event description:
The customer reported a clear fluid drip from under the coulter lh 750 hematology analyzer. The customer stated that the volume of fluid which had leaked was approximately 5 ml. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found broken block at the probe wipe assembly. The fse replaced the probe wipe assembly and performed alignment which fixed the leak. Repair was verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: broken block at the probe wipe assembly. (B)(4).